Manufacturer narrative:
UDI number and operator of device are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device displays the red check disposables led (light emitting diode) and sounds the audible alarm even though the fluid warming set is engaging the micro switch. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with minor wear and tear on the enclosure. The reservoir tank was cracked around the bottom right screw. A noisy pump was discovered during evaluation. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. The disposable alarm was triggered intermittently while inserting the test disposable, confirming the customer complaint. This was due to a faulty microswitch assembly. For corrective action the faulty microswitch assembly was replaced. The root cause of the reported issue was unknown. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).